Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The suspected cause of the noise was electromagnetic interference. The patient was stable and will continue to be monitored. There were no adverse consequences.